Event description:
Patient received two endeavor sprint rapid exchange (rx) drug eluting coronary stents during index procedure with no issues reported. It was reported that the target lesion, located in the rca, presented 99% stenosis before the operation and was predilated. It was reported that approximately three months post index procedure, patient received treatment of lad with deployment of one other manufacturer stent. However, it was reported that four days post treatment of the lad, the patient presented with chest pain. Cag showed a stent thrombosis present within the endeavor sprint stents deployed in the rca as well as within two other brand stents also implanted in the rca and lad. Thrombus was aspirated and patient status became stable. It was reported that plavix was suspected as the cause of thrombosis and the anti-platelet drug was changed to others. Physician commented that "the patient is more likely to get thrombosis." No other clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (stent thrombosis). Patient's condition predisposed event (patient appears to have been pre-disposed to plavix resistance). Conclusion: device failure/lack of effectiveness related to patient condition device (patient appears to have been pre-disposed to plavix resistance). (B)(4).